Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she experienced hypoglycemia. Customer¿s blood glucose level was 448 mg/dl at time of incident. Customer stated that she was getting sensor not found, she was leaving with pain and gastroparesis which have contributed to high blood glucose. Customer expressed symptoms they have may be indicative of the possible onset of diabetic ketoacidosis. Customer was not in auto mode feature active and automatically adjusting insulin at time of high blood glucose even. Customer stated that she treated with syringe for high blood glucose. The insulin pump will not be returned for analysis.